Event description:
Customer reported via phone call that insulin pump continuously delivered insulin causing blood glucose to lower to 38 mg/dl. Customer disconnected from insulin pump treated with sugar and sugary foods and blood glucose was 57 mg/dl. During troubleshooting, customer reported that insulin pump had a chipped piece on display screen. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.